Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that cardioversion was performed due to persistent atrial tachycardia. The patient later presented to the emergency room due to a burning sensation behind the breastbone, pain and a temporary tingling sensation at the implantable pulse generator (ipg) site, and numbness of the left hand. The ipg exhibited high ventricular pacing. The ipg was reprogrammed to its original settings. The patient returned to the clinic the following week with the same symptoms as before. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.